Event description:
The affiliate reported a disengagement failure. During the surgery, the device could not stop and caused a dura injury. Bleeding was stopped with surgery. Additional information explained that two devices were used on the same patient with the same outcome.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. This is the first complaint of this type for the reported lot code (gf010s). Per the vendor the product is not released to inventory if there are any non conformities or manufacturing issued noted during the manufacturing process. Units must meet all testing requirements before being released to inventory. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.